Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint (error c-34 upon startup). The iesu generator was analyzed and found (c-34 and c-00 errors) were present in the logs. The unit will be returned to original equipment manufacturer (OEM) for repair. Upon visual inspection, the returned unit was found to be in good condition. The complaint of getting c-34 errors was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy not firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-34 error and reproduced the issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the probable root cause of the alleged customer reported failure mode has not been determined. The reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit (iesu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. The iesu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted simple prostatectomy surgical procedure, the monopolar energy was not firing and error c-34 was displayed on the system. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer restarted the generator several times without improvement. The logs confirmed several errors c-34. The tse asked the customer to shutdown the generator and unplug the power cord, but the issue persisted. The tse asked the customer to use a new cautery cord for the monopolar energy; however, the error remained. The tse asked the customer to use an external generator. The customer stated that they had a forcetriad generator, but they never connected it to the system. The tse guided them to properly connect the forcetriad generator to the vision side cart (vsc). The customer proceeded with the surgery using this configuration. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system function was checked after booting up the system. The integrated electrosurgical unit (iesu) started up without errors. The customer used a cable for the erbe bridging to correct the problem. The da vinci system was started up appropriately and also functioned intraoperatively up to a certain point in time.